Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed noise on all channels, resulting in oversensed noise with pacing inhibition on both the right atrial (ra) and right ventricular (rv) leads. The patient appeared to have an escape rhythm and there was no indication of pauses greater than two seconds. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. It was noted that the pacemaker was nearing replacement and they may consider revising the leads at that time. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.